Event description:
It has been reported to philips that the system did not complete the boot process, it froze at the philips logo. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use. The philips field service engineer (fse) went onsite and confirmed that the primary flexspot monitor displays philips logo and secondary monitor shows progress bar complete. The fse proceeded to replace suite pc and reloaded the software into pc via tsm. After replacement and reloading software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.